Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and fever. The breach in aseptic technique was further described as the patient made an unspecified mistake. Three days after the event onset, the patient was hospitalized due to abdominal pain and was treated with amikacin injection (250mg, per day, ongoing, route and duration were not reported) and ceftazidime injection (250mg in 3cycle, intraperitoneal, ongoing, frequency and duration were not reported) for the event. On an unknown date, the patient recovered from the fever. At the time of this report, the patient remained hospitalized and was recovering from abdominal pain and peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.